Manufacturer narrative:
The device manufacture date for this product is august 1, 2006. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced pain from the area of the device down to the stomach. During in clinic threshold testing with a programmer, it was reported that the threshold test wasn't ended soon enough by the pacemaker technician and the patient experienced a syncopal episode and passed out. A full device check was completed the following day and the device was observed to be functioning appropriately. The root cause of the syncope was noted to be due to the threshold testing not being ended soon enough. This product remains implanted and in service. No additional adverse patient effects were reported.